Manufacturer narrative:
Per the surgeon, the infection was treated with antibiotics and steroid injections. A skin revision was also performed to remove the granulation tissue. The device was explanted (date not reported). The patient is bilaterally implanted. Additional information has been requested, but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 5, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced chronic infections at the implant site, resulting in removal of the abutment on (B)(6) 2018. Treatment for the infections, if any, was not reported.

Manufacturer narrative:
The date of explantation was (B)(6) 2018.